Event description:
It was reported to intervascular that a classic endarterectomy of the left atrial appendage in a cardiovascular risk patient with an unstable plaque of the left atrial appendage on dual antiplatelet therapy, after suturing the prosthetic patch and releasing the clamps, protamine was administered according to the administered dose of heparin, there was significant bleeding from the punctures of the 6/0 fibers, but especially the patch itself (between the pores), the bleeding could not be stopped for about 50 minutes, even with the use of 3x tachosil, it should be added that the administration of additional protamine at the original full dose had no effect on the bleeding. No health impacted on the patient only prolonged procedure by 50 minutes. The procedure continued and completed successfully. The patient was on anticoagulation: anopyrin, trombex, intraoperative heparin, canceled with a full dose of protamine, then 1/2 of the previous.

Manufacturer narrative:
(4117) based on the initial information received the involved device is not accessible for testing as it remained implanted in the patient.(4109/213) the review of historical data indicated that no other complaint was reported for the same sterilization lot number 25k23.(3331/11) the device history records review is still ongoing.(11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.